Event description:
Customer called to report a washer popped out of the driver block. Also reportedly tried to prime and the insulin did not exit. Device was not dropped, bumped, or exposed to moisture.